Event description:
Norepinephrine bag changed at 8:44am, medication was infusing appropriately, and dose was able to be decreased. In the afternoon dose had to be doubled with little improvement in blood pressure. Typing rn watched drip chamber and noticed drops were not falling in chamber. No alarms had gone off on this pump. Typing rn gathered new IV tubing, bag of norepinephrine and new pump. New tubing attached to patient and pts blood pressure immediately began to rise when medication began to infuse. Original IV pump taken out of service and saved for inspection. Management notified. Interrogation log available. Manufacturer response for IV infusion pump, spectrum iq IV pump (per site reporter).